Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the chin with 2 syringes of juvéderm voluma® xc. A month and a half later, the patient experienced ¿a delayed granuloma¿ in the right lower chin that is a ¿a hard, marble-size lump.¿ biopsy of the granuloma was not provided. The patient was treated with radiofrequency (rf) that day and then again 4 days later. The health professional plans on using hyaluronidase. The event is ongoing.